Manufacturer narrative:
The received samples were an unexpected return. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted a piece of the male luer collar and its luer tip were broken off. The broken off collar pieces were not received. A crack was also observed along the collar. Further inspection observed no stress or tool markings at the break site. No other issue was observed. Further inspection of the separate non-bd needleless connector observed the broken off male luer tip lodged within. The broken off male luer tip was unable to be removed. Pressure testing resulted in no leaking. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be performed due to no lot number being provided.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. No further information is available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics/involvement was not provided by the customer.

Event description:
It was reported that the male luer broke, upon review of the attached photo of the unexpected return. The customer stated that there is no event information available.